Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported it was inserted on (B)(6), but injection resistance occurred on (B)(6) and it became unusable. On (B)(6): when inserting the catheter and checking for fluid flow immediately after insertion, there was no resistance to flushing or backflow testing, and no problems were noted. On (B)(6): when attempting to use the catheter for the first time, resistance was encountered, making it impossible to flush or check for backflow. When the catheter was removed, blood was found to be flowing back into the catheter. (The recalled catheter had been flushed and tested by the nurse who inserted it, and was not in its condition immediately after removal.).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned catheter found that large amounts of dried biological material, likely blood residue, was present inside the catheter tubing. The returned unit was tested for occlusions by attempting to flush the catheter with water using a 12ml luer lok syringe. During testing, liquid was unable to be flushed past the two-piece connector. The two-piece connector was dissected, decoupled from the catheter tubing, and the occlusion test conducted again, except that the tubing and connector were tested separately. Further testing found that the catheter tubing could be flushed, but the proximal connector piece could not. The liquid would encounter resistance when attempting to flow past the distal end of the extension tubing in the proximal connector. The occlusion found in the proximal connector was attempted to be pushed out using a guidewire. However, the guidewire was unable to push it out. The occlusion was then attempted to be forcibly flushed out with air. During flushing, the occlusion was removed by exerting a large amount of pressure into the flushing syringe. However, the occluding material was shot out of the proximal connector and lost. Given the degree of biological material observed inside the catheter, it is possible that the biological material contributed to the occlusion. However, there was insufficient evidence to conclusively determined this. Based on the available evidence, factors which may have contributed to the reported event were identified. However, there was not enough evidence to conclusively determine how the occlusion occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.